Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain: belly') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included appendectomy, cholecystectomy, tubal ligation and renal surgery. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included lip swelling with penicillin. Concurrent conditions included overweight, cervicitis (mild chronic), uterine cervical squamous metaplasia (mild chronic cervicitis with squamous metaplasia) and pelvic pain. Concomitant products included contraceptives for birth control as well as paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: vagina: vaginal itchiness"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingo-oophorectomy - to remove the essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, migraine, headache, female sexual dysfunction, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: results: small amount of free fluid & small rt:ovarian cyst. Ultrasound scan vagina - in (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain: belly') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included appendectomy, cholecystectomy, tubal ligation and renal surgery. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included lip swelling with penicillin. Concurrent conditions included overweight, cervicitis (mild chronic), uterine cervical squamous metaplasia (mild chronic cervicitis with squamous metaplasia) and pelvic pain. Concomitant products included contraceptives nos for birth control as well as paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: vagina: vaginal itchiness"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingo-oophorectomy - to remove the essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, migraine, headache, female sexual dysfunction, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: results: small amount of free fluid & small rt:ovarian cyst. Ultrasound scan vagina - in (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2020: pfs received. Events onset date updated. Event: pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain: belly') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the essure implant was hard to insert" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included appendectomy, cholecystectomy, tubal ligation and renal surgery. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included lip swelling with penicillin. Concurrent conditions included overweight, cervicitis (mild chronic), uterine cervical squamous metaplasia (mild chronic cervicitis with squamous metaplasia) and pelvic pain. Concomitant products included contraceptives for birth control as well as paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: vagina: vaginal itchiness"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingo-oopherectomy - to remove the essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, migraine, headache, female sexual dysfunction, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: results: small amount of free fluid & small rt:ovarian cyst. Ultrasound scan vagina - in (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Event:one of the essure implant was hard to insert were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain: belly") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included appendectomy, cholecystectomy, tubal ligation and renal surgery. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included lip swelling with penicillin. Concurrent conditions included overweight, cervicitis (mild chronic), uterine cervical squamous metaplasia (mild chronic cervicitis with squamous metaplasia) and pelvic pain. Concomitant products included contraceptives nos for birth control as well as paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: vagina: vaginal itchiness"), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingo-oopherectomy - to remove the essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, migraine, headache, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: small amount of free fluid & small rt:ovarian cyst. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jun-2018: this case is medically confirmed. This case is medically confirmed. Reporter information was added. This case concerns 29 year old patient. Her demographic was updated. Her historical and concurrent conditions and history of drug allergy were added respectively. Lab data was added. Essure indication was amended. Concomitant medication was added. Following events: abnormal bleeding (vaginal/menorrhagia), vaginal itchiness, migraine/headache, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse) and failure to occlude (close) fallopian tube(s) were added. She had recovered for belly pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (laparoscopic hysterectomy to remove uterus, cervix and bilateral fallopian tubes with essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.